Manufacturer narrative:
A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter with lot #3290172 regarding item #302830. No photos or samples were received in the (B)(4) plant for evaluation therefore failure mode could not be verified. A DHR was completed and no defects were found. No quality notifications were issued for this batch. Conclusion: root cause is undetermined. Based on the above investigation, a CAPA is not necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringe with bd luer-lok¿ tip had foreign matter floating inside. Found before use. No serious injury or medical intervention noted.